Manufacturer narrative:
It is unknown when the event occurred. 510k: this report is for unknown screws - unknown lot; unknown part; UDI number is unknown. %%lot number is unknown. %%lot number provided is not correct. %%part and lot number are unknown; UDI number is unknown. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the heads of three unknown screws had detached from the main body of the screw postoperatively. No incident occurred during the implant surgery. The patient required a revision procedure and the screws were explanted. This complaint involves three (3) devices. This complaint is for three unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is not expected to be returned for investigation. Corrected data: device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant part: unknown quantity of unknown plates.

Manufacturer narrative:
Concomitant medical products: therapy date of concomitant device is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.